Manufacturer narrative:
Control runs prior to and after the event were within specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and reported that there was no internal or external leak from the instrument as was indicated in the service request. The fse stated that the erythrolyse fluid monitoring pump (fmi) needed replacement as there seemed to be an issue with the proper dispensing of erythrolyse. The fse installed a new pump fmi the following day, resolving the issue. As part of incidental service, the fse also replaced check valves, mixing chamber solenoids and checked alignments. Failure mode was related to a faulty erythrolyse fmi pump. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the unicel dxh 800 coulter cellular analysis system generated intermittent erroneous high basophil results on patient samples compared to the results from the sample rerun on another dxh800 analyzer which were considered correct. The customer stated that the questionable results were giving consistent results when re-tested on the other dxh 800 instrument. Results printouts for the discrepant results were requested; however, the customer deleted the results and they were no longer accessible. As a result of this, a review of the results and possible associated flags could not be performed by bec. No erroneous results were reported outside of the laboratory. There was no death, injury or change to patient treatment associated with this incident.